Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. Surgical tech could not get gray luer locks to unscrew from the dual applicator top to be able to assemble the laparoscopic applicator tip. Attempted to use a coker to unscrew the locks. It appeared that the luer locks were defective. Product was wasted. Procedure was completed successfully with a ten-minute delay. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: additional information provided by sales rep via email: what is the lot number? A4yde00701 is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? Surgeon/staff has used vistaseal 5 times how many times have they installed the laparoscopic tip? 5 times was a sales representative present during the case when the issue was experienced? No were there any unexpected outcomes or complications as a result of the event? No was there any change in the patient¿s post-operative care due to the prolonged procedure? No are there pictures of the damaged device available? I have the device to send back if you will send me a shipper box 8. Was any leakage or product solution observed at the luer locks connection? No leakage was observed. I could not get the luer locks to loosen when device was handed to me off the sterile field. Tip lot for a4yde00701: 2617840 investigation summary ==> a physical product was returned, and a conclusion was reached. The vistaseal dual adaptor was returned (which included the adapter with luer-loks) along with the spray and drip. The product was returned in good condition and was able to be manipulated to make a conclusion. There were clear markings on the luer-lok portion of the adapter, indicating that some tool was used to attempt to pry off the adapter from the tip. The evaluator was unable to successfully remove the luer-loks from the adaptor, which is in agreement with the initial complaint. The evaluator compared the luer-loks on the returned complaint to another vistaseal dual applicator to compare the ease of removal of the luer-loks. On the normal vistaseal device, the luer-loks were easily removed within 3 turns of the luer-loks. The returned vistaseal device lacked the ease of luer-lok removal. It is evident that a conclusion cannot be reached. The returned product has luer-loks that are able to move but do not unscrew as a normal luer-lok should. This is most likely caused by the coker in the initial complaint. The evaluator compared the returned complaint to an unopened/unused vistaseal device, and was not successful in unscrewing the luer-loks on the returned device as they were with the unused device. During this investigation, the team was able to conclude that the cause of this device failure is user failure. During examination of the product, it was concluded that the use of a coker to the luer-loks wore down the flights/threads, which in turn causes a slipping motion and prevents the luer-loks from being removed. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.